Event description:
It was reported that during an unknown procedure, the nurse reported that they were having problems with leaking gas. The surgeon emailed back saying "the last three trocars have leaked. They leak at the joint between the white "lid" and the clear "body". I fixed it with a steristrip." It is unknown if there was a device inserted or leakage was observed without a device. Report only, no product is being returned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.